Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient reported pain and granulation at the stoma site. The peg tube entangled with the granulation, the surroundings were swollen red with pus that was decreasing. The patient took antibiotic levofloxacin 500 mg (levofloxacin hydrate) for 21 days, but the symptoms did not improve.